Event description:
The customer reported that he was connected to the infusion set during the manual prime, and received a full day's worth of insulin. The customer was advised to seek medical attention right away. The customer called back to report that he went to the emergency room due to low blood glucose levels. Troubleshooting was performed, and found that the time and date were not programmed correctly. Reviewed the prime history, and found that the customer ran two manual and fixed primes prior to the event. The customer did not recall the two primes since he was very tired at the time. All other programming was correct. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.